Event description:
It was reported that the patient underwent surgery for implant of an artificial cervical disc. While the surgeon tested the milling tool in forward, it ran for 10-20 seconds and locked up. Tried several times to get it going, but kept locking up. A second milling tool was used with no complications. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument.